Manufacturer narrative:
(B)(4). Batch # m9221w. The analysis results of the er320 device found that it was received with the jaws misaligned. In an attempt to replicate the reported incident, the device was tested for functionality; during the analysis, the instrument was cycled and it fed and formed eleven scissored clips due to the misaligned condition of the jaws. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). A back table photo shot of four clips from the firing of the device was received. Three of the clips are scissor shaped. The fourth clip appears that it may be within specification, but the clarity of the photo is such that hands on analysis would certainly be able to determine its acceptance. Based on the photographic evidence, the event description can be confirmed. Hands on device analysis was performed prior to this photo analysis and it was determined that the jaws were misaligned confirming that the likely cause is either forces applied during the firing stroke to the jaws or firing over a hard object.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information was requested and the following was obtained: were the clips that were not placed properly malformed clips? The clips intersected, and were sheared so dangerous.

Event description:
It was reported that during a gall bladder procedure, the clips were closed crossed and were not placed properly on the cystic artery. Another like device was used to complete the procedure. There were no adverse consequences for the patient.